Event description:
It was reported that the ilet user received repeated ¿insulin set expired¿ alarms after changing supplies and indicated on the device that a new infusion set was needed and performed the fill. There were no reported clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included review of device logs. Investigation of this case revealed that the device recorded a ¿no¿ selection to the infusion set change prompt, which prevented the infusion set timer from resetting and led to continued alarms, indicating use error in completing the supply change steps; the device and its infusion set alarm function were otherwise operational. It was concluded, based on previously established findings for similar reports, that user error during the infusion set change process was the cause.